Manufacturer narrative:
Based on the limited information provided, the investigation was unable to determine a root cause. The available qc data did not indicate an instrument-related issue.

Event description:
There was an allegation of questionable low sodium results from the cobas pro ise analytical unit. The customer alleged the results had a discrepancy of 5-7 mmol/l, but was unable to provide specific results.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.